Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a male patient with a prostate cancer was treated with a viper cfx screw for stabilization. During the placement of a cfx-screw with unknown diameter the t20 tip of the viper sc driver (re.: 279773400) was stripped. Before placing further screws the surgeon wanted to use the thread cutter (ref: 286715500) to prepare the thread. While removing the thread cutter, the tip of the instrument broke off on the smooth golden part. The broken part could not be removed from the patient/remained in the patient. To complete the surgery, a viper 2 t20 screw driver shaft (ref: 286725020 was used. The surgery was delayed 30 - 60min. Patient outcome was good as intended. (No adverse patient harm). Concomitant products reported: viper universal poly driver, viper2 5mm self drilling tap, viper2 t20 hexlobe driver shaf, unknown screws. This complaint is for one (1) viper universal poly driver. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part returned. Investigation summary: background: a male patient with a prostate cancer was treated with a viper cfx screw for stabilization. During the placement of a cfx-screw with unknown diameter the t20 tip of the viper sc driver (re.: 279773400) was stripped. Before placing further screws the surgeon wanted to use the thread cutter (ref: 286715500) to prepare the thread. While removing the thread cutter the tip of the instrument broke off on the smoother golden part. The broken off part could not be removed from the patient/ remained in the patient. To complete the surgery a viper 2 t20 screw driver shaft (ref: (B)(4) was used.) Surgery delay: 30 - 60min patient outcome: good. As intended. (No adverse patient harm) 02/8/2021: updated event description: concomitant device reported: viper cfx screw (part# unknown, lot# unknown, quantity unknown). H3, h4, h6: device history lot a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi84956 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 10 apr 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H6: investigation flow: damage. Visual inspection: the viper universal poly driver (p/n: 279734000, lot #: mi84956) was returned and received at us cq. Upon visual inspection, the distal tip of the shaft was observed to be broken. The broken fragment was not returned. No other issues were observed with the returned device. Device failure/defect was identified. Dimensional inspection: the distal tip was measured to be within the specification. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Mis: si quick connect poly screwdriver, assembly: dwg-887007888, rev. D. Mis: si quick connect poly screwdriver, t20 driver shaft: dwg-887007891, rev. B. Complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the viper universal poly driver (p/n: 279734000, lot #: mi84956). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 3 for (B)(4).